Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer went on the insulin pump on tuesday. Customer's blood glucose started rising very high and then dropped. Customer's blood glucose rose again. Customer's mother contacted the health care provider but they were referred to medtronic. Customer had negative ketones and the infusion set cannula was bent. Customer was just at home watching tv when she started having high blood glucose. Customer's blood glucose was 428 mg/dl at the time of the incident. Customer's current blood glucose is 229 mg/dl. Caller stated that the customer has an insulin pen to treat for the high blood glucose. Caller stated that the drive support cap appears normal. Caller stated that she found a couple of small bubbles along the tubing length. Caller declined to continue pump troubleshooting and was advised to do a complete set change.